Manufacturer narrative:
As reported, before use of a .014 palmaz blue peripheral stent system, while flushing the stent, it was found that the stent had come out. The stent was replaced and released successfully. There was no reported patient injury. The device was being used for renal artery stent implantation and the lesion was located in the renal artery ostium. After the reported product issue, the procedure was completed by changing to a new stent, and another palmaz blue stent was used. The product was stored properly according to the instructions for use (IFU), and there was no damage noted to the product packaging upon inspection prior to use. There were no reported difficulties removing the product from the packaging. The product was prepped properly according to the IFU. The stent was neither crimped using a crimping tool nor hand crimped, and the balloon was not partially inflated to maintain the stent in place. There was no damage or deformation noted on the stent. The device was returned for analysis. A non-sterile ¿blue/aviator plus 5x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated with the stent out of position displaced towards the proximal end. The stent presents multiple struts uplifted on both the proximal and distal ends. However, when reviewing the manage sample image, the uplifted and the out of position of the stent is not seen. In the image the stent is properly mounted on the balloon without any anomalies. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. No other outstanding details were observed. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The out of position condition of the stent toward the proximal end and the uplifted conditions were observed. The balloon area exposed without the stent is pleated. The reported ¿stent dislodged¿ could not be confirmed during analysis of the returned device, the stent was returned mounted on the stent delivery system. The exact cause of the reported event cannot be determined. Based on the available images, the device was received for decontamination with the stent properly mounted and no damage observed on the stent struts, thus a dislodged condition cannot be confirmed. Once received for analysis, the stent was found displaced distally on the stent delivery system, with multiple uplifted struts at both the distal and proximal ends. The stent strut impressions on the balloon surface confirmed proper crimping during manufacture, and the balloon was properly pleated. Therefore, it is challenging to draw a clinical conclusion linking the device to the reported event; however, procedural factors may have contributed. The damages noted upon analysis were likely due to shipping and handling post-decontamination during transit to the analysis lab. According to the instructions for use, which is not intended to mitigate risk, ¿to assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the product analysis nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before use of a .014 palmaz blue peripheral stent system, while flushing the stent, it was found that the stent had come out. The stent was replaced and released successfully. There was no reported patient injury. The device was being used for renal artery stent implantation and the lesion was located in the renal artery ostium. The device was returned for evaluation.